Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator's vte was reading 1.69 monitored and 878 delivered when set at 500, vti was way off as well and peep was reading 8.8 when set at 6. The customer confirmed that there was no patient involvement associated with the reported event.